Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this implantable pacemaker had bradycardia seen on telemetry with pacing spikes and no capture. Patient had no symptoms. Upon interrogation, this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Ts reviewed the telemetry and noted frequent ectopy with occasional spikes that appeared to be artifact. Additionally, ventricular pacing impedance was noted to be increasing over the past year. Ts recommended device replacement. This pacemaker remains in-service. No adverse patient effects were reported.